Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after multiple battery changes. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was 220 mg/dl at the time of the incident. The customer was unable to complete troubleshooting. The insulin pump will not be returned for analysis.